Event description:
The customer reported a leak from a coulter hmx hematology analyzer with autoloader. The customer reported approximately 50 ml of clear fluid leaked onto the tabletop while the instrument was running quality control. The instrument operator was wearing a lab coat, gloves, and glasses at the time of the leak. There were no reports of biohazard exposure to the leak. There were no erroneous results generated in connection with this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse observed diluent leaking from pinch valve pv49. The fse replaced all tubing in pv49 to resolve the leak. The instrument was verified to meet the specified requirements per established procedures. (B)(4).